Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed. The lead was explanted and replaced. Patient was stable before, during and after the procedure.